Event description:
Please see attached #mw 3902560000-2023-8090,

Manufacturer narrative:
(B)(4), date sent: 7/3/2023, d4: batch # unk. Additional information was requested, and the following was obtained: if yes, how was the device removed? Stapling device used on the right hand side and that was fired with a white cartridge without problem. Tried to repeat that on the left-hand side, but the instrument got jammed, so a clamp was placed lateral to this between the prior pedicle and the device itself. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.